Manufacturer narrative:
The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal banding performed on (B)(6) 2016. According to the complainant, the patient had hepatic cirrhosis and known esophageal varices. The patient underwent a routine outpatient upper endoscopy procedure with banding and was observed post procedure. The patient was discharged. Subsequently the patient presented with bleeding ulcers. The patient passed away on (B)(6) 2016 an autopsy revealed the cause of death was a massive post banding esophageal variceal or ulcer bleed, and as a result, the patient succumbed to cardiovascular collapse and shock. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal banding performed on (B)(6) 2016. According to the complainant, the patient had hepatic cirrhosis and known esophageal varices. The patient underwent a routine outpatient upper endoscopy procedure with banding and was observed post procedure. The patient was discharged. Subsequently the patient presented with bleeding ulcers. The patient passed away on (B)(6) 2016. An autopsy revealed the cause of death was a massive post banding esophageal variceal or ulcer bleed, and as a result, the patient succumbed to cardiovascular collapse and shock. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. Additional information received on october 10, 2016. It was reported that the patient had normal coagulation studies (inr 1.57) performed on (B)(6) 2016. The procedure on (B)(6) 2016 was performed on a grade iii varix at the distal third of the esophagus. It was reported that a prior esophageal variceal ligation (evl) procedure was performed in (B)(6) of 2015 and the patient had had seven endoscopic gastro duodenoscopy (egd) exams since (B)(4) (B)(6) 2015. The patient also had other comorbidities (iron deficiency, anemia, (B)(6) treatment naive, alcohol abuse, and hypertension).